Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 28 mg/dl. The customer stated that the paramedics gave her glucose and hooked up an IV. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer mentioned possible over delivery. The customer stated that the pump programming is inaccurate. The customer was advised to monitor blood glucose.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The suspend feature functions properly with audio tones about every 15 minutes on the hour. No audio/beep anomaly noted during testing. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly. There was no change in the number of profiles in the basal review screen noted. No bolus anomaly, basal anomaly, basal rate profile anomaly or daily total anomaly noted. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.